Manufacturer narrative:
The product has not been returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that an intraocular lens was damaged and was not used.

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause. (B)(4).